Event description:
Same case as 1527460-2010-00073. The complainant reports a balloon burst. The reporter indicated that the tube lasted 9 months. The balloon burst on (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4)